Manufacturer narrative:
H.3. If a device and or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite infusion set was missing a component the following information was received by the initial reporter with the following: it was reported by customer that IV tubing packaging was found to have ripped and the tubing had holes in it.